Event description:
There was interval increase of potassium level in a case on both potassium supplements and a potassium sparing diuretic for end stage heart failure. A potassium level was 5.7 yet both the potassium and the diuretic were administered because the high potassium level was not seen having been electronically sent to the mdds without notice or warning. Additional therapy was needed to correct the risk.